Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision and halos. The lens was exchanged for another lens model 5 months following the initial procedure. Clinical reason for explant was mentioned as refractive error. Additional information has been requested yet no new information received.